Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Related manufacturer reference number: 3006705815-2020-00154. It was reported the patient experienced ineffective stimulation. Diagnostics revealed high impedances on one of the leads. To address the issue, the physician explanted one of the leads and replaced it with a new lead. Note: it is unknown which lead had the high impedances and was explanted, therefore both leads are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 2 of 2. Related manufacturer reference number: 3006705815-2020-00154.